Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 400-500mg/dl. The customer alleged that the pump was not delivering insulin properly; however that could not be determined as customer did not perform system check with tandem technical support at time of report. Reportedly, the customer continued to use the pump for insulin therapy.